Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable because the bag was not connected tight. The hp's wife stated that she may not have tightened the luer connection tight enough. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 5 of 7. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up. The hp confirmed he did not disconnect and no leaks were noted. The tsr assisted the hp to cycle power to clear the alarm and advised the hp to inform the nurse (rn) of the incident. On (B)(6) 2011 product surveillance spoke with the hp's wife who stated that she may not have tightened the luer connection tight enough this particular evening. The hp's wife stated that she spoke with the peritoneal dialysis registered nurse (pd rn) in regards to the alarm. There was no patient injury or medical intervention reported.